Manufacturer narrative:
Onsite testing of the involved devices performed by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. The event episode was located in the ECG waveform section of the database. There was no associated alarm. The ECG waveform was extracted and examined. All beats were detected; however, only four beats met the prematurity requirement for vtach classification. The alarm threshold is five consecutive beats. Consequently, there was no alarm since alarm requirements were not met. There was no product malfunction. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that no alarm was generated for an episode of ventricular tachycardia (vtach) that occurred on (B)(6) 2015 at 5:01 p.m. For a telemetry patient monitored with telemetry transmitter model 90347, receiver module model 90478 and central monitor model 91387-38. No one was injured as a result of this event.